Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, the device exhibited a downstream occlusion alarm. And will not keep date and time. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. Review of the event history log was not applicable. Functional testing was performed. Upon review, the reported problem was duplicated. An occlusion test was performed, and the device alarmed downstream occlusion right way. After taking off the disposable, the device alarmed cassette not attached properly?. A no disposable alarm test was performed and passed. The time and date had reset back to 1/1/2005. The device was charged for 250 hours, and the date still did not hold. One probable, but unconfirmed, cause of the dso issue was determined to be that the downstream occlusion sensor may have been scratched during replacement of the downstream occlusion sensor seal by the technician. A weak internal rechargeable battery on the board was the cause of the date issue. The dso sensor and the main board were replaced. D3, g1,g2 email is: regulatory.responses@icumed.com;